Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that they replaced the therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that they were getting an "abnormal energy delivered" message when testing their device. As a result, adequate defibrillation may not have been possible, if it were necessary. There was no service indicator present and there were no event codes logged in the device's memory. There was no patient use associated with the reported event.